Event description:
It was reported that since device implant approximately five months prior, there has been noise on the atrial and ventricular electrogram (egm) of the chronic leads. The device was oversensing and there were intermittent pauses on the egm. The device was replaced and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4). This device model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that since device implant approximately five months prior, there has been noise on the atrial and ventricular electrogram (egm) of the chronic leads. The device was oversensing and there were intermittent pauses on the egm. The device was explanted and replaced and the leads remain in use. No patient complications have been reported as a result of this event.